Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing palpitations when presented via remote transmission. Auto mode switch episodes due to atrial lead noise were noted. No other anomalies were reported. The noise was too large to program around. Programming changes were made. Lead revision was discussed. The patient was stable.